Event description:
Thoracentesis tray has airleak in white tubing where the stylet is removed from the tube entering the pt. Air is pulled into the evacutainer. If thumb is placed firmly over this area air can usually be stopped. This should be a closed system. We have been having problems with these trays recently, so all lot numbers have been returned to the manufacturer. Only one was used on this patient - the lot number provided in this report might not be then exact lot number utilized on this patient, but we did not have the exact number. This patient was not harmed, but there is potential for harm. It appears we are having difficulty with multiple lot numbers at present - only one for this patient-, so all are being returned to the manufacturer for review. Dates of use: 2009. Diagnosis or reason for use: thoracentesis.